Event description:
It was reported that the patient had an inappropriate shock. Recently, there was an appropriate shock given. A review of the shock electrogram was done by the clinic. There was noise on that electrogram. The clinic wanted to know if the noise led to a delay in shock therapy. Technical services reviewed the electrograms and discussed that the noise had not inhibited the time it took to provide therapy. There were no additional adverse patient effects. The system remains implanted.